Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering and customer was admitted to the hospital due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020 with blood glucose of 587 mg/dl. Customer also experienced nausea, vomiting, abdominal pain and vomiting as a result of hyperglycemia. Customer reported that they had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with intravenous insulin at hospital. Customer alleged insulin pump for under delivery because frequent high blood glucose event. Reservoir will not be returned for analysis.